Event description:
It was reported the stimulation was auto-reducing for the patient. The sjm representative met with the patient and there were multiple contacts with invalid impedances. Reprogramming attempted to regain stimulation using the three working contacts. It was reported the patient had some stimulation, but the coverage was limited. It was reported surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.